Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low battery hazard alarms on the heartmate ii system controller was confirmed via log file analysis. From 21:59 to 22:12 on 30sep2025 and from 9:21 to 9:22 on 01oct2025, atypical power cable disconnect, low power hazard, and no external power alarms were observed. These alarms activated due to fluctuations in the voltage of both power cables while the system controller was connected to the mobile power unit. These alarms did not impact the controller¿s ability to operate the pump at the set speed, and the backup battery activated as expected. The alarms appeared to resolve after a power source exchange, and no other abnormal voltage fluctuations were observed throughout the remainder of the data. Multiple attempts were made to obtain additional information regarding this event; however, no response was received. No products were returned for further analysis. A root cause for the reported events could not be conclusively determined through this investigation. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU), the heartmate ii patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and low voltage alarms. Heartmate ii patient handbook section 2 - ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate ii patient handbook and heartmate 3 instructions for use section 3 - ¿powering the system¿, describes the various ways to power the heartmate 3 left ventricular assist system. These sections explain how to properly switch between power sources. The "patient care and management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate ii instructions for use section 2 - ¿system operations¿ and heartmate ii patient handbook section 2 - ¿how your heart pump works¿ warns the user that at least one system controller power cable must be connected to a power source at all times. The relevant sections of the device history records for the mobile power unit could not be reviewed as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced pump stops. Log files review showed 4 low-speed and 4 pump stop events at 9:58 pm on (B)(6) 2025. These events occurred while the patient was connected to the mobile power unit (mpu). The log continued to capture odd low battery hazard alarms on (B )(6) 2025 (immediately following the low-speed alarms) and at 9:21 am on (B)(6) 2025. These appeared to occur during power source exchanges while the patient was connected to batteries but upon review of the submitted log files, the voltage fluctuations appeared to occur on mpu power. Images of the driveline were unremarkable. No events were noted since 30sep2025; additional log files also confirmed that. The patient remained on ungrounded cable.